Event description:
A male, with postsurgical broncho-oesophageal fistula after biopsy of mediastinal idiopathic fibrosis in another centre, that in 2008 a right thoracotomy was practiced, a fistula release, closure on both ends with suture of the same, bovine pericardium patch interposition and application of 5 ml coseal directly separating both sutures. On the 5th day post-op, he presents expulsion of silicon looking-like fragments through cough, resulting in a refistulizacion, therefore, a discharge oesophagostomy associated to fundoplication of nissen and pyloroplasty of heinecke muckuliz-with a good outcome was practiced. Nowadays he is at home waiting for a reassessment for the closure of the oesophagostomy in case of closure of the fistula or surgical reintervention.

Manufacturer narrative:
Baxter medical director assessment: coseal is indicated for use in sealing suture lines along arterial and venous reconstructions and in patients undergoing cardiac surgery to prevent or reduce the incidence, severity and extent of post surgical adhesion formation. The use of coseal to enforce closures of gastrointestinal fistula is not indicated. As a result, the described incident is the result of an error in use. The early break down of the product in an environment with a low ph, and a high enzymatic activity may also have contributed to the event. It is also a well known guidance in surgery that synthetic materials should be used with extreme caution in clean-contaminated surgical fields. It is recommended to re-train the reporting surgeon on the following: surgeon should be asked to stop the use of coseal in this type of surgery. Coseal is not indicated for sealing of the reconstruction of fistulas, since this approach requires a fibrin-based, and not a synthetic sealant. Healing of fistulas is a lengthy process that exceeds the length of degradation of coseal. The use of a fibrin sealant that supports the healing process would be the recommended alternative in such challenging. Md biosurgery. Remedial action: retaining of the surgeon is currently being scheduled.